Event description:
The customer reported the ventilator shut down and alarmed during normal ventilation operation. The customer reported the device was in use and there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported event during testing of the unit. Review of the device diagnostic history indicated the occurrence of a restart of the ventilator. The service engineer replaced the power switch as a precaution to address the finding. Applicable final testing was completed per operating specifications.